Manufacturer narrative:
The device was evaluated by the manufacturer and the handpiece exceeded the maximum allowed temperature rise and had excessive noise coming from the motor. The contact pins were burnt and there was insufficient lube in the bearings on the rotor and driveshaft assemblies. The device was repaired and returned to the customer.

Event description:
It was reported that the product was heating up during a wisdom tooth removal. Another drill was pulled to complete the procedure. There was no medical intervention required and no delay in the procedure.